Manufacturer narrative:
This reportable event was identified during a voluntary retrospective review of all complaints since 2015 by the manufacturer (dutch ophthalmic research centre (B)(4)). Details of this activity were discussed with cdrh office of compliance ((B)(6)) during a tele-conference on (B)(6) 2017. The investigation showed that after disassembly on the surface of the back of the inner-knife is some glue. This caused the leakage we have discussed this with the production team. Since bubbles are creating due to glue presence in the inner cutter, there is harm to the patient. Hence it is concluded as reportable. The associated risk is injury by microbial, viral or prion infection (patient harm) , therefore upon retrospective review, this complaint was identified as reportable. The complaint is confirmed. All available information has been disclosed. The complaint has now been closed.

Event description:
This is to report you that we have a bubbling issue with 8268.vit. Occured at the beginning of the surgery with higher cut rate. Sample is available.